Event description:
Additional information was received that an echocardiogram was performed and noted vegetation on the lead. An invasive procedure was performed. The device and lead were explanted and antibiotics were administered. Subsequently, the patient expired shortly after the explant procedure. A tear of the superior vena cava was suspected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was admitted to the hospital due to infection. Interrogation of the device with a programmer noted the device was in storage mode and had reached end of life (eol) status approximately two years ago. The patient indicated that they had been lost to follow up for approximately two years and was aware of the eol status. No further information was provided to the local field representative. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.